Manufacturer narrative:
The nurse involved reported that the alarm silenced itself. The involved devices passed all testing after the incident, alarming as expected. The doctor told us that no asystolic alarm was shown and hearable at the station. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The pt was being monitored using a telemetry transducer. The doctor told us that no asystolic alarm was shown and hearable at the station.